Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an alarm with no message on display. The reporter also indicated that the user attempted to change the batteries with no luck. Subsequently, back up pump was used. No patient consequences were reported. No adverse effects were reported.